Manufacturer narrative:
(B)(6). (B)(4). Event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of investigation.

Event description:
It was reported that an infusion port was implanted into the patient (B)(6) 2017. When patient came back to the hospital for treatment, the nursing staff could not get blood return upon accessing the device. A scan was performed and it was discovered that the port was cracked, causing the patient to undergo an additional procedure for the successful reinsertion of another device. No additional patient consequences were reported.

Manufacturer narrative:
Investigation summary: the affected device was not returned for this complaint. No photos or x-rays were provided. A physical investigation could not be performed by the quality engineering departments since the product was not returned. This complaint will be logged and tracked in the complaint handling and post market surveillance processes. The device handling record was completed, including the manufacturing and quality control activities. There are no signs in the device handling record to indicate that this device was shipped to the field nonconforming. The device was not returned and therefore a determination if the device was defective is inconclusive and the complaint could not be confirmed, since no other information was provided.